Event description:
Per the clinic, the patient developed excess skin overgrowth at the abutment site. A longer abutment was placed on the internal device in the operating room on (B)(6), 2013. It is unknown whether excess skin was removed during this procedure. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
Correction: the implanted device remains; device analysis is not anticipated as previously reported. Correction: a longer abutment was affixed in the operating room on (B)(6) 2013; not (B)(6) 2013, as previously reported. During this procedure, skin excision occurred. This report is filed on october 10, 2013.

Manufacturer narrative:
(B)(4).